Event description:
It was reported that thrombosis occurred. On (B)(6) 2011, second obtuse marginal (om) was treated with a 2.25 mm x 12 mm ion drug eluting stent. On (B)(6) 2011, subacute stent thrombosis was observed at proximal left circumflex coronary artery (lcx) and was treated with a 2.25 mm x 16 mm ion drug eluting stent.